Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the inspection, it is possible that the cause of the foreign object adhering to the surface of the objective lens was a white powdery foreign object that had adhered to the nozzle opening due to air or water supply, etc. And adhered to the surface of the objective lens. As a result of the component analysis, it was found that the white powdery foreign object was organic silicone and metal rust caused by nozzle corrosion. The event can be detected/prevented by following the instructions for use which state: operation manual, operation section, "chapter 3 preparation and inspection_3.8 inspection of functions combined with related devices" inspection of air supply function instructions for use (operation) [for safe use], [chapter 1, section 4: general precautions, warning], [chapter 1, section 6: reprocessing and storage after use, warning], [chapter 4, section 2: inserting the endoscope, air supply, water supply, and suction, caution], and instructions for use (cleaning/disinfection/sterilization) [chapter 5, section 5: manual cleaning of endoscopes and accessories, cleaning of external surfaces], [chapter 5, section 7: rinsing endoscopes and accessories], [chapter 8, section 2: storage of disinfected endoscopes and accessories]. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the objective lens and the nozzle. There was no patient involvement.